Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the doctor and his nurse prescribed her "a myacin" 300mg every 8 hours even though the office was aware that she was allergic to erythromycin. This caused her to throw up and have diarrhea. It was also stated that erythromycin once gave her hepatitis.

Event description:
It was reported the patient was given the wrong antibiotic and they were very sick. They noted the physician¿s assistant did not know which antibiotic to prescribe to the patient post operatively. It was reported the patient was given an antibiotic in the ¿minocins¿ family and they had an allergic reaction and a medical ¿(B)(6).¿ patient had to inform them to try penicillin instead. No new information. The representative was not aware of any issue with the antibiotic. It was reported the patient had an allergic reaction to the pain med prescribed after implant. The patient is allergic to the ¿myzin¿ family and that the medicine causes a reaction of swelling up, pain in stomach, diarrhea and (B)(6).